Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. The customer stated that she collapsed prior to the hospitalization. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. Advised the customer that the insulin pump was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.